Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the packaging was peeled off before use, and the needle did not return when the button was pressed. The following information was provided by the initial reporter, translated from japanese to english: the packaging was peeled off before use, and the needle did not return when the button was pressed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received one 14ga insyte autoguard unit within an open package from lot number 7037939. All components were present. Through the visual examination, the unit was fully retracted within the safety barrel. There was no physical or mechanical damage found on any of the components of the needle or catheter assembly. A functional test was performed where the needle was pushed to the out position and the catheter was placed into the needle. The white button was pushed where the needle successfully retracted without any resistance. We were unable to confirm or identify the reported defect of a retraction failure. The package was found partially open at both ends. The product characteristics requirement for seal transfer was met. In addition, the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs was found to be uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are seal transfer/width and top web glue. Both of these variables were looked at during the investigation. This was evidence to confirm and support a manufacturing material related issue for the reported defect. A device history record review was performed on this lot number. A corrective action project, CAPA#48637, has been implemented to address the issue of inadequate sealing of packages. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the packaging was peeled off before use, and the needle did not return when the button was pressed. The following information was provided by the initial reporter, translated from (B)(6) to english: the packaging was peeled off before use, and the needle did not return when the button was pressed.